Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, 99% stenosed, de novo, distal right coronary artery (rca), the balance middleweight universal ii (bmwuii) guide wire and the intravascular ultrasound (ivus) catheter became stuck during use. The two devices were removed from the anatomy as a system. Outside the anatomy it was noted that the bmwuii tip coils were stretched and separated. A non-abbott guide wire was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified